Event description:
Related manufacturer reference number: 2017865-2023-47381. During a clinic follow-up, a loss of capture was observed on the right ventricular (rv) lead. During the revision procedure, the helix of the rv lead was unable to retract. As a result, a new rv lead was implanted, but a loss of capture was observed on this lead as well. The physician decided to keep the first rv lead implanted and active to resolve the event. The patient was stable and will continue to be monitored.